Manufacturer narrative:
A review of tickets determined there is normal complaint activity for lot 10425ui00. A review of tracking and trending did not identify any trends for the architect stat high sensitive troponin-I reagent. Worldwide field data was reviewed to evaluate the historical performance of architect stat high sensitive troponin- I reagent lots in the field; the median population result for lot 10425ui00 is comparable with all other lots in the field and confirms no systemic issue for the lot. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect stat high sensitive troponin-I reagent, lot 10425ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I results on a hospitalized patient on 03/01/2020. Initial testing was completed on a reference instrument with sid (B)(6); result 4 ng/l, repeated on this instrument with sid (B)(6); result 193 ng/l, sample centrifuged and repeated on the reference instrument; sid (B)(6); result 4, new drawn sample repeated on this instrument: sid (B)(6); result 6 ng/l. There was no impact to patient management was reported.